Event description:
The customer reported a keypad anomaly and button error alarm on the insulin pump. It was reported that the customer's dog chewed on the device, and then there was no button response. It was advised to discontinue use of the insulin pump, but, as it was out of warranty and a loaner, it could not be replaced. The customer's blood glucose level was 98 mg/ml. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).